Event description:
Acct. Reports leaking from the area of the "y" during infusion of lipids on a neonate. States the lipids were infusing at rate of less than 1cc/hr. No medical intervention needed for the infant. But it is frustrating as the pt. Gets a double charge for the IV set. No sample or lot number available.